Manufacturer narrative:
Per the clinic, the patient was prescribed a prednisone taper for previously reported issues.

Manufacturer narrative:
This report is filed, january 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2015 (duration not reported) for pain in her head and nausea; it is unclear at this time if these symptoms are related to the device. The patient was treated with antibiotics. The implanted device remains.